Event description:
Surgeon was performing a paracentesis on patient, the needle broke, leaving a portion of the needle in the patient's abdominal wall in llo. Patient was very obese so needle is in adipose tissue. Abdominal x-ray perform to confirm location of needledevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.